Event description:
The technician alleged that there was no audible alarm for the bed exit. No injuries reported.

Manufacturer narrative:
The technician replaced the bed exit power control board to resolve the issue.